Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that a lead integrity alert was triggered. The patient's right ventricular (rv) lead exhibited oversensing and increased short interval counts (sic). The lead was capped and replaced. Additionally, the physician was concerned the implantable pulse generator (ipg) header contained a product problem that resulted in the oversensing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), right ventricular lead integrity alert,and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. On (B)(6) 2015, the rv pacing impedance measured 4047 ohms; up from a trend of 456 ohms. The lead integrity warning occurred on (B)(6) 2015 for short interval counts (sic) greater than 30 in 3 days and 2 or more high rate non-sustained tachycardia (nst) episodes. On (B)(6) 2015, ventricular sic counts were up to 6219 and high rate ventricular (nst) episodes with evidence of lead noise oversensing were observed.